Manufacturer narrative:
A ge service representative performed an on site investigation. Reseated all workstation and table back-pack circuit boards and connectors. Verified the system power supply. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that intermittently the 2800 system displayed a table communication error. There was no report of patient injury.